Event description:
The arterial blood line was noticed to have two kinks. One approximately 1/11/2 inches above the arterial header and one about half way between the header and the blood pump. The kinks were removed. Pt's blood pressure of 234/84 was an increase from 183/64 pre dialysis. A blood sample was spun as noted below with positive observation for hemolysis in the serum. The pt was discharged without blood return per m.d., transported via ambulance and admitted to medical center.